Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. The available black box data showed no sudden or unexpected voltage drops. The pump's electrical current draws were within specifications. The pump was exercised for 24 hours and no power issues were duplicated. The alleged issue could not be observed or duplicated during the investigation.